Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance pull off suture needle. A labeled winding former with a detached needle and a dispensed suture and a needle/suture piece of product code 9702 were received for evaluation. The product code is double armed. During the visual inspection of the sample, the swage and attachment area of detached needle were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted, the suture end was severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off suture needle appears to be a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition, the reported complaint is confirmed. A manufacturing record evaluation was performed for the finished device lot pmr715, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a pediatric congenital cardiac procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.